Event description:
It was reported that a patient developed a new deep tissue injury to their sacrum while on a compella bed. The patient is a (B)(6)-year-old male, weighing (B)(6) pounds and admitted to the facility with a fever and pre-existing pressure ulcer (full-thickness and severe) to their left ischium. The patient¿s past medical history includes paraplegic secondary to a spinal cord injury, renal cell carcinoma (rrc) status post nephrectomy, obstructive sleep apnea and type 2 diabetes. The veteran was provided wound care initially and then sent to another facility for assessment of flap closure procedure for the left ischial wound, however the customer notes it is unclear if they provided a different medical care for the newly identified sacral wound. The patient¿s outcome was noted as ongoing by the customer and he has since been transferred to another facility for further management. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that a patient developed a new deep tissue injury to their sacrum while on a compella bed. The patient is a (B)(6)-year-old male, weighing (B)(6) pounds and admitted to the facility with a fever and pre-existing pressure ulcer (full-thickness and severe) to their left ischium. The patient¿s past medical history includes paraplegic secondary to a spinal cord injury, renal cell carcinoma (rrc) status post nephrectomy, obstructive sleep apnea and type 2 diabetes. The veteran was provided wound care initially and then sent to another facility for assessment of flap closure procedure for the left ischial wound, however the customer notes it is unclear if they provided a different medical care for the newly identified sacral wound. The patient¿s outcome was noted as ongoing by the customer and he has since been transferred to another facility for further management. It is noted per the customer that while the patient was in a procedure the air supply system power cord was removed. Subsequently the mattress was not re-inflated prior to placing the patient back on the bed post-surgery and the customer advised the bed may have been unplugged over a 3-day timeframe. The patient was unable to communicate fully (other than sensation below the waste) and had not complained about the bed so it was not immediately addressed; however, the bed became apparently concave and noticeably deflated to the staff over time. The customer states once they noted the power supply system had been removed, the power cord was replaced. The device was inspected by the customer biomed, found it to be functioning as designed, returned to service and they have since secured the cords together to prevent reoccurrence. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on 03/25/2021. It is unknown if the facility performed any other preventative maintenance on this bed inspection of the device by a hillrom technician at the facility was unable to occur due to being excessed. Additionally, it is noted the customer stated an additional inspection by a hillrom technician was unnecessary. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. A dti is considered a serious injury for the reasons noted above. The customer does not report malfunction of the device and the event likely occurred due to user error as the customer notes while the patient was in a procedure the air supply system power cord was removed and not re-inflated by the staff prior to placing the patient back on the device post-surgery. Per the customer biomed review, the device functioned as designed; however, hillrom is erring on the side of caution and reporting this event due to the serious injury involved. Based on this information, no further action is required.

Manufacturer narrative:
It is noted per the customer that while the patient was in a procedure the air supply system power cord was removed. Subsequently the mattress was not re-inflated prior to placing the patient back on the bed post-surgery and the customer advised the bed may have been unplugged over a 3-day timeframe. The patient was unable to communicate fully (other than sensation below the waste) and had not complained about the bed so it was not immediately addressed; however, the bed became apparently concave and noticeably deflated to the staff over time. The customer states once they noted the power supply system had been removed, the power cord was replaced. The device was inspected by the customer biomed, found it to be functioning as designed, returned to service and they have since secured the cords together to prevent reoccurrence. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on 03/25/2021. It is unknown if the facility performed any other preventative maintenance on this bed inspection of the device by a hillrom technician at the facility was unable to occur due to being excessed. Additionally, it is noted the customer stated an additional inspection by a hillrom technician was unnecessary. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. A dti is considered a serious injury for the reasons noted above. The customer does not report malfunction of the device and the event likely occurred due to user error as the customer notes while the patient was in a procedure the air supply system power cord was removed and not re-inflated by the staff prior to placing the patient back on the device post-surgery. Per the customer biomed review, the device functioned as designed; however, hillrom is erring on the side of caution and reporting this event due to the serious injury involved. Based on this information, no further action is required.

Event description:
It was reported that a patient developed a new deep tissue injury to their sacrum while on a compella bed. The patient is a (B)(6) male, weighing (B)(6) pounds and admitted to the facility with a fever and pre-existing pressure ulcer (full-thickness and severe) to their left ischium. The patient¿s past medical history includes paraplegic secondary to a spinal cord injury, renal cell carcinoma (rrc) status post nephrectomy, obstructive sleep apnea and type 2 diabetes. The veteran was provided wound care initially and then sent to another facility for assessment of flap closure procedure for the left ischial wound, however the customer notes it is unclear if they provided a different medical care for the newly identified sacral wound. The patient¿s outcome was noted as ongoing by the customer and he has since been transferred to another facility for further management. This report was filed in our complaint handling system as complaint #(B)(4).